Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the ketones test was positive. Customer's blood glucose level was 310 mg/dl and current blood glucose level was 310 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature on the insulin pump. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.